Manufacturer narrative:
Another contact info: (B)(6). The product has been returned to the manufacturer,but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID (B)(4).

Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc had fiber optic sensor failure after insertion. Nurse stated they had unplugged the fiber optic cable and reconnected. The fiber optic sensor failure alarm occurred again. Nurse stated they had transduced the pump using the inner lumen, however, she wanted to make sure there was nothing else that could be done. Esp personnel explained that most likely the fiber optic was damaged during insertion. Esp personnel explained that they could replace the catheter or continue with the transduced numbers from the inner lumen. Nurse explained they were going to be transferring the patient to a different hospital. Esp personnel collected product surveillance information and the name of the receiving hospital. Esp personnel received a call back from nurse. She stated the md had replaced the iab. Esp personnel explained they would need to keep the iab, and a biohazard box would be sent to collect it. No harm or injury to the patient was reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.